Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that initial stimulator was replaced because the stimulator would not hold a charge. Pt stated they would charge the stimulator and the stimulator would deplete within an hour. Pt stated they had to constantly be charging all the time. The issue began probably in the summer of 2017 and the pt said they just dealt with constantly charging for a year before they had the stimulator replaced in 2018. Pt confirmed the current stimulator works great.